Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose level was 156 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the pump battery could not be charged. Customer's blood glucose level was 156 mg/dl. Reportedly, the pump began to charge and the customer continued using the pump for insulin therapy.